Event description:
Push button jammed and did not deliver the product [device failure] ([blood glucose increased]). Case description: this serious spontaneous case from the united states, was reported by a consumer as "push button jammed and did not deliver the product" beginning in 2014, and a "high blood sugar reading" beginning on (B)(6) 2014, and concerned a (B)(6) female patient who was treated via a novopen echo (insulin delivery device) from 2014 and ongoing, and novolog penfill (fast acting insulin aspart) from an unknown start date, both due to "type 1 diabetes mellitus". Patient's height: 142 cm (reported as 142.24cm). Patient's weight: not provided. Medical history included type 1 diabetes mellitus. Treatment included intravenous (IV) insulin and IV solution additives. The patient's mother reported that her daughter was receiving therapy with novopen echo and novolog pen fill. The push button on the novopen echo jammed. On (B)(6) 2014, the patient experienced a high blood sugar of over 728 mg/dl (reference range not provided). The patient was taken to the emergency room where she was treated with IV insulin and IV fluids. The patient recovered 4 hours later and went home the same night on (B)(6) 2014. The mother reported that the pen did not deliver the product, thus the high blood sugar. Action taken to novopen echo was reported as no change. Action taken to novolog penfill was reported as no change. The outcome for the "push button jammed and did not deliver" was not recovered. On (B)(6)2014, the outcome for the "high blood sugar reading" was recovered.